Event description:
It has been reported to philips that the system shut down and did not turn back on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer rejected the quote, therefore philips did not perform any work on the system and no additional information could be obtained from the customer. The codes were updated based on the investigation outcome.